Manufacturer narrative:
There was no report of a malfunction of an ion system, instrument, or accessory. Therefore, no products are expected for return to isi for failure analysis evaluation.

Event description:
It was reported that a patient had an ion ablation procedure and was discharged post procedure. However, an unspecified time later, the patient came back to the hospital presenting with hemoptysis and a subsequent infection. The patient had pseudomonas in the sputum, so they were treated with tazocin and ciprofloxacin; the patient has since recovered from the infection. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.